Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Not explanted. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during open reduction internal fixation (orif) on (B)(6) 2015 of a 5th metacarpal, two star-drive screwdriver shafts became stripped when drill guides were attempted to be removed from a condylar plate. A back-up plate and screwdriver was used from a set to complete the procedure successfully. Surgical delay of 7-10 minutes was reported. No reported fragments or additional x-rays were required. Additionally, it was reported that drill guides may have been over tightened or cold welded. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the complaint condition for the two 03.114.010 lot numbers 6968775 and 6365886 t4 stardrive screwdriver shaft was likely caused by numerous years of consistent use; however, this complaint is not likely a result of any design related deficiency. No product issue was identified upon examination of the returned 02.114.514 1.5mm lcp condylar plate with unknown lot number. It is likely that numerous years of consistent use has led to this complaint condition. It was alleged that the drill guides on the 02.114.514 1.5mm lcp condylar plate were cold welded to the plate. This condition is unconfirmed; the device functions as designed. The drill guides were easily removed from the plate with the use of a reasonable amount of torque. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.